Event description:
The device was returned for sensor hardware failure (downstream air sensor). The device was tested for dsps calibration and verification and failed. Also, the log files indicated a sensor hardware failure. The fva flag board was removed and replaced. The unit was retested and passed. No other internal damage was found.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pump "alarming service needed" on sticky note on the unit. No patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.